Manufacturer narrative:
It was noted that the operator manual for this system states that the roche recommended micro cup can either be used directly in the rack or held within a 16mm carrier tube. A label can be fixed to the carrier tube only and not the micro cup. The customer is running micro cup only (no carrier tube) and is attaching the lab barcode to the micro cup.

Manufacturer narrative:
The country of origin is (B)(6). The previous qc and calibration tests had acceptable results. A general reagent problem was ruled out because calibration and quality control are acceptable.

Event description:
The initial reporter received a questionable bilt3 bilirubin total gen.3 result, for 1 neonate patient, from an cobas 8000 c702 module. The initial result was 34.1 umol/l and the rerun result was 148.0 umol/l. The initial result was reported outside the laboratory and questioned. A rerun was requested by the clinician. The reagent lot number was 41806 with an expiration date of 31-jan-2021.